Manufacturer narrative:
Device evaluation by MFR.: promus element plus ous 2.75x28mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts in the distal region lifted and bunched. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no tip damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery (rca). A jr 4.0 guide catheter and guidewire were used to cross the lesion. Following pre-dilatation with a 2.5 x 20 mm balloon catheter, a 2.75x28 mm promus element plus drug-eluting stent was advanced for treatment. However, crossing difficulties were encountered and the tip of the stent strut was lifted after several attempts. The device was removed directly and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery (rca). A jr 4.0 guide catheter and guidewire were used to cross the lesion. Following pre-dilatation with a 2.5 x 20 mm balloon catheter, a 2.75x28 mm promus element plus drug-eluting stent was advanced for treatment. However, crossing difficulties were encountered and the tip of the stent strut was lifted after several attempts. The device was removed directly and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable.